Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfaunction nd urge incontinence. It was reported that the patient's device was not working the way they thought it would work and they were still using the restroom quite often. Caller states they saw the urologist and gynecologist recently and they made some stimulation adjustments, but it didn't seem to do anything. The issue began about 2 weeks ago. Troubleshooting was unable to be performed as caller was not with the patient at the time of the call. Caller will call back when they are with patient to make stimulation adjustments and review stimulation expectations. The caller called back the following day with patient present and asked for assistance using external devices. Reviewed how to increase amplitude and patient reported they felt stimulation down the thighs and in their chest. Once they decreased, it resolved the stimulation in the chest and patient reported they felt stimulation in the pelvic floor and down the thigh, but it was comfortable and not painful. Patient will monitor symptoms and was directed to follow up with managing hcp regarding their symptoms. Patient reported they have night time incontinence and the therapy has never helped for them since implant.